Manufacturer narrative:
Additional product code kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the screws inner shaft was stripped and hot holding adequately on the screwdriver. There was no reported delay and it was unknown if surgery was successful. There was no patient consequence. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). This is report 02 of 03 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the 3.5mm ti cancellous polyaxial screw's inner shaft was stripped and did not hold adequately on the screwdriver. There was no reported delay and it was unknown if surgery was successful. There was no patient consequence. No further information was provided.